Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the instrument was examined and confirmed the failure mode as reported. The tip had fractured off and was not returned. The lot code was updated. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015. It should also be noted that the current returned device was manufactured prior to the material change to (B)(4) and is one of the affected lots associated with the voluntary recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure the rod broke in the distal part and stayed in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.